Manufacturer narrative:
Zoll has not yet received the autopulse platform for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. When the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. In this case, when autopulse stopped, manual CPR was performed. Patient was not revived after over an hour of manual CPR. The death is likely to be caused by the patient's underlying clinical condition.

Event description:
On (B)(6) 2017, a (B)(6) female, weighing (B)(6), experienced respiratory distress while in the bathroom and collapsed. In a follow-up with the reporter, it was noted that the event occurred at the residence and was witness by the husband. Bystander CPR was performed by the husband for an unknown time. Upon arrival, the emergency medical services (ems) crew did not observed signs of trauma. The crew immediately initiated manual CPR while the autopulse platform (sn: (B)(4)) was placed in position. The reporter denied there were any issues deploying the platform. An AED was also applied and approximately 3-4 shocks were delivered without any issues from the AED. After the 4th shock was given, it was reported that the platform powered off on its own. The initial autopulse battery, which the reporter indicated was fully charged at the beginning of the shift, was replaced with a secondary battery. However, despite replacing the battery, the platform would not power back on. The responding crew ultimately reverted to manual CPR and continued with manual CPR for 45 minutes until the patient was pronounced dead on the scene by the mobile intensive care unit med control. The cause of the cardiac arrest and death are not known. According to the reporter it is not known if the platform is related to the patient's death. The platform was later evaluated by the crew at the firehouse. Upon powering on the platform, the reporter indicated a user advisory 12 (lifeband not present) error was displayed and then powered off. The same issue occurred despite replacing the battery. No further information was provided.

Manufacturer narrative:
The primary complaint was confirmed during archive data review. However, the reported issue could not be reproduced during initial functional testing. A possible root cause of the issue was due to a loose battery lock. Review of the archive data retrieved from the autopulse platform (s/n (B)(4)) revealed a battery lost message and platform shutting off on (B)(6) 2017. This event is indicative of a loose battery connection inside the platform. A user advisory 12 was also observed on (B)(6) 2017. The archive data indicated a lifeband was not detected. There were no functional issues observed during testing. To prevent the occurrence of the reported issue, the battery lock was inspected and correctly tightened and torque to specification. The auto platform is a reusable device and was manufactured on 30 december 2014, and therefore, the battery lock can get loose due to normal wear. Note that user advisory (ua) error messages are designed into the platform when one of several conditions is detected. Ua 12 typically occurs when the band clip on the lifeband is not properly engaging safety switches in the driveshaft. The ua is typically correctable by the operator. Additionally, the autopulse user guide provides instructions that guide the operator to follow general steps to troubleshoot advisories. If they are unable to clear the indicators, the customer is instructed to call zoll. The platform passed all final testing criteria, met all specifications, and was recertified for clinical use.